Event description:
It was reported that the insulin pump had alarmed button error. Customer stated the device was not exposed to moisture and the buttons had not been pressed for longer than three minutes. Customer's blood glucose level was 104 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin device button error alarm was due to moisture damage to the keypad traces. The device was received with cracked display window corner, reservoir tube lip, scratched lcd window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.